Event description:
It was reported that a spectrum pump constantly rebooted at start up. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device and found it was out of spec in relation to the reported symptom, constantly rebooting at startup, which was experienced during eval as the pump displayed a sys error 105 which interrupted the device entering sleep mode on ac power. This can only be alleviated through the powering off of the device. Sys error 105 was caused by a seizing motor. The motor assembly was replaced. See scanned page.